Event description:
Alleged event: complaint alleges that the facility was unable to load clips from the jaw. The requested add'l info did not clarify the event. The response did indicate that the patients were all fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. The device history record investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend similar complaints.